Event description:
Procedure type: laparoscopic surgery. According to the reporter: fragment from retractable stylet dislodged by blade and dropped in to pt abdomen during laparoscopic surgery. Fragment noticed during surgery and removed. No add'l time to procedure, no add'l blood loss, incision size not increased. No pt injury was reported.

Manufacturer narrative:
(B)(4).